Event description:
The subsidiary site reported that during preventative maintenance (pm) of the device, the touch function of central control monitor (ccm) did not work well some times. This is a no end user hospital. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.